Event description:
Healthcare professional reported right side exchange due to voluntary recall, possible leaking implant, breast deformity, grade I & ii capsular contracture, and mastodynia. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "voluntary recall, possible leaking implant, breast deformity, grade I & ii capsular contracture, and mastodynia."

Event description:
Healthcare professional reported right side exchange due to voluntary recall, possible leaking implant, breast deformity, grade I & ii capsular contracture, and mastodynia. Device has been explanted.